Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention device issue: none. It was reported that in-stent restenosis of the pixel was treated with a cutting balloon. The in-stent restenosis occurred three months after date of stent implant. No additional event or patient information is available.

Manufacturer narrative:
Product performance engineering reviewed the incident information. Restenosis, as listed in the instructions for use, is a known adverse event associated with coronary stenting. There does not appear to be any indications of a stent delivery system quality problem.